Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent implant was returned in the orange protective sheath. The delivery system was not returned. There was no blood or contrast visible. There was no damage noted to the stent implant. A laser micrometer was used to measure the stent implant outer diameters. All of the outer diameters were oversized. These did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent implant. It was reported that during use of the sds in the lesion, it was noticed that the stent implant was not on the sds. The stent had dislodged during preparation and was found inside the protective sheath. The sds was not returned for analysis; however, the stent implant was returned inside the protective sheath. Analysis of the stent noted that the outer diameters were oversized, although there was no visible damage to the stent. During preparation, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, facilitating stent dislodgement during removal of the protective sheath as noted during the analysis. There was no report of damage being noted to the device prior to preparation for use; however, it should be noted that the instructions for use (IFU) instructs not use the device if any defects are noted during the inspection prior to using. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. Unfortunately, without the sds to examine, no determination can be made as to the root cause of the reported discrepancy. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the rx vision stent delivery system (sds) during preparation. The stent dislodged into the protective sheath, but was not noted until the sds was used within the lesion. The stent could not be seen under fluoro, and the dislodged stent was then found in the trash within the protective sheath. Another stent was implanted in the target lesion. No patient effects were reported. No additional event or patient information is available.